Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that with the device there was a water leak. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem. The root cause of the issue was deterioration of the gasket from long-term use of the device. It was recommended that the gasket be replaced, however at the customer's request, the product was returned to the customer without repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.